Event description:
During an in clinic follow-up, noise and oversensing was observed on the right ventricular (rv) lead. A lead revision procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.